Manufacturer narrative:
(B)(4). Concomitant medical products - 36 mm cocr mod hd +9 mm/ pn 11-363665/ ln 264220, m/h radial 3-hole shell 62 mm/ pn 12-104162/ ln 262510, arcom 36 mm rnglc lnr mrom sz24/ pn 12-105994/ ln 580960. Two stems are being reported since there were 2 stems in the invoice and it is unknown which stem was used. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision hip surgery approximately twelve years post implantation due to loosening.